Manufacturer narrative:
Product analysis: the device was returned for analysis. The balloon was detached and did not return for analysis. Deformation was evident at the detachment site with outer shaft material jagged and uneven. Kinks were evident to the hypo-tube. A 0.014¿ guidewire was loaded in the device on receipt and could not be removed. Bunching and deformation were evident to the inner member. The inner member appears to be necked onto the guidewire. No other deformation evident to the remainder of the device. Product analysis: procedural images were provided for review and confirm the severe disease throughout the rca. The target lesion was located in the ostium and proximal vessel. The target lesion was pre-dilated on numerous occasions. A stent was delivered to the target lesion but was withdrawn without deployment. Further pre-dilation was completed prior to delivery of another stent across the lesion. This stent was deployed and appears to experience deflation difficulties. The detachment of part of the catheter can be confirmed based on the presence of the inner shaft marker bands under the deployed stent in the vessel. The balloon appears to have detached, and the balloon no longer remained inflated. Only the inner shaft marker bands are seen, confirming the detachment of the catheter. The cause of the deflation difficulties and the catheter detachment cannot be seen on the images provided. Additional information: the 3.5x12mm stent would not come off the balloon, however, the stent was successfully deployed distal to the 1st stent. Event date updated. Correction: section b.2. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a pressure of 12 atm was applied during balloon inflation. It is believed that that the stent was deformed during balloon removal and/or during previous attempts to deliver. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon failed to deflate. It was not difficult to remove the protective sheath or the packaging stylette. The lesion was pre-dilated with a non-medtronic cutting balloon, and shockwave was performed. Difficulties were not noted during inflation of the device. Deflation difficulties were noted after the first inflation. A 50/50 concentration of contrast / saline was used. The device was not kinked and re-straightened during use. The stent was sufficiently expanded prior to attempting removal of the balloon, and sufficient time was given to allow the balloon to fully deflate prior to attempting removal. There was no damage noted to the guidewire on removal from the patient. The patient was sent to surgery for removal of the balloon via open heart surgery. The patient is hemodynamically stable with no chest pain and no ECG changes. Patient weight. Correction: the 3.5x12mm onyx frontier des was difficult to deliver and a decision was made to remove and use a shorter stent first. One 3.5x8mm onyx frontier des was deployed successfully prior to the issues encountered. The 3.5x12mm onyx frontier des was re-inserted. The stent was successfully deployed; however, it was not possible to deflate the stent balloon, and it was aggressively tried to remove delivery system. Eventually this was successful, but the balloon stripped off the delivery system upon removal and remained in the proximal right coronary artery (rca). The device was not moved or repositioned while inflated. The surgeon noted that to remove the balloon they had to push forward then pull back. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent encountered balloon deflation difficulties and that the device would not deflate at the lesion site. The balloon was difficult to remove following stent deployment, and forceful removal of the delivery system caused the balloon to separate and detach from the delivery system and remain in place in the patient. The delivery of the 3.5x12mm onyx frontier stent was difficult and there were multiple kinks along the delivery system. The stent was successfully deployed, however the balloon stripped off the delivery system upon removal. The patient was sent to surgery for removal of the balloon and is now recovering making slow progress. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a non-medtronic device. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The lesion was in the mid right coronary artery (rca) and had mild tortuosity, severe calcification with 80% stenosis. One onyx frontier coronary drug eluting stent (3.5x8mm) was deployed successfully prior to the issues encountered. The patient is alive with injury.

Manufacturer narrative:
Additional information: the stent remains in place. No other interventions were needed. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.